Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted using a large flexnav delivery system. Post-implant, vascular injury occurred at the access site and approximately 1 liter of blood was lost. The patient was transfused 2 unites of pack red blood cells (prbc). On post-op day 1, another 1 unit of prbc was transfused. The patient's hemoglobin (hgb) values were as follows: baseline 10.8, post-op day 0 10.3 and 11.4, and post-op day 1 8.9 and 8.7. On (B)(6) 2022, the patient reported pain the right groin. Lower extremity duplex ultrasound was performed that showed 2 small hematomas; no treatment was required. Additionally, the patient became hypotensive post-implant and surgical repair of the right groin. Therefore, norephinephrine drip was started with resolution on (B)(6) 2022. On (B)(6) 2022, the patient was discharged in stable condition.

Manufacturer narrative:
An event of bleeding at the access site and infection was reported. Information from the field indicated that surgical closure of the access site was completed after the implant procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This included a review of the sterilization paperwork, which confirmed the device was sterilized as expected. The cause of the reported event could not be conclusively determined, however bleeding at the access site is a possible outcome per the instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted using a large flexnav delivery system. Post-implant, vascular injury occurred at the access site and approximately 1 liter of blood was lost. The patient was transfused 2 units of pack red blood cells (prbc). On post-op day 1, another 1 unit of prbc was transfused. The patient's hemoglobin (hgb) values were as follows: baseline 10.8, post-op day 0 :10.3 and 11.4, and post-op day 1 : 8.9 and 8.7. On (B)(6) 2022, the patient reported pain the right groin. Lower extremity duplex ultrasound was performed that showed 2 small hematomas; no treatment was required. Additionally, the patient became hypotensive post-implant and surgical repair of the right groin. Therefore, norepinephrine drip was started with resolution on (B)(6) 2022. On (B)(6) 2022, the patient was discharged in stable condition. On 19 august 2022, patient went to primary care provided office for post-procedure follow-up visit. Home health reported concerns about groin site. Induration was the only abnormality noted. Minocycline started. On (B)(6) 2022, the patient had wound check. Trace, malodorous drainage was noted with small tunneling. Flagyl was prescribed in place of minocycline. Wound culture was positive for gram negative bacillus & e. Coli. The patient was referred for wound debridement which occurred on (B)(6) 2022 and necrotic tissue was debrided. (B)(6) 2022, recheck noted tunneling into the pannus & thick, grey drainage.